Event description:
The customer requested assistance running a test on her coaguchek xs meter. The customer tested on her meter and obtained a result of 2.0 inr. The customer did not question this result. The customer mentioned that prior to testing on her meter she accidentally stuck a different finger with a lancet that was protruding from the end cap of her accu-chek softclix device. The lancet was seated correctly. The customer indicated that the lancet is no longer protruding from the end cap, but it did prior to pressing the plunger and the release button on the device. The patient did not seek medical attention for the accidental stick and did not treat the accidental stick. No adverse event occurred. The customer did not provide the lot number of the device, nor the lancets. The lancing device and lancets have been requested for investigation.

Manufacturer narrative:
The accu-chek softclix lancet device with lot number bau106 was returned. The lancet device was tested with test lancets at all different depth settings. For each attempt, the needle produced a puncture hole, retracted correctly and was ejected correctly. The lancet device was disassembled for investigation and no abnormalities were identified which would verify the customer's allegation. The device works according to specification. No malfunction was observed during the investigation.